Event description:
Spontaneous rupture of left implant, requiring surgery for removal. Surgery on 5/18/94. Gel bleed apparent with both implants. Pathological findings include calcification and foreign body reaction (macrophages).